Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Additional information received indicated the ion stent was not deployed in the intended location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage, a dislodgement and partial deployment occurred. The lesion being treated was located in a very tortuous and calcified rca (right coronary artery). The physician was advancing the ion stent delivery system to cross the lesion, but the stent began to come off the balloon and accordion. The ion stent delivery balloon was inflated; however, only half of the stent expanded. Post dilation with a non-bsc 1.5mm balloon was performed to expand the unexpanded portion of the stent. Additional post dilation with other balloons was performed and the procedure was completed. There were no reported patient complications and the patient status is okay.